Event description:
Customer reported an issue with the accutorr v monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the display's lcd panel. Unit was calibrated and safety tested to factory's specifications.